Event description:
It was reported that the patient was presented to the emergency room (ER) with numerous shocks. Noise was able to be recreated on the right ventricular (rv) lead during pocket manipulation. The rv lead had high impedance, oversensing, and fractured. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured. The defib conductor was distorted and cut. All conductors had blood/body fluid (not obstructed). The outer tubing overlay had cosmetic environmental stress cracking. The inner insulation was torn. The outer insulation was torn and had cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched.